Event description:
Police officers attended to a person described as in cardiac arrest. The device was connected to the pt using another MFR's defibrillation electrodes. After connecting the electrodes to the device, allegedly a connect electrodes warning message continued to be displayed and use of the device was inhibited. All connections were checked but the device reportedly continued to display a connect electrodes warning message. CPR was administered and an ambulance arrived within a few minutes and took over treatment of the pt. The pt was not resuscitated.